Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing (atp) and one electric shock. Technical services reviewed the episode and this inappropriate therapy appeared to be delivered due to atrial tachycardia. Device remains in service. No additional adverse patient effects were reported.